Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The device was reprogrammed and the patient was stable throughout.